Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was in the clinic on (B)(6) 2014, it was noted that he had an ldh of 760 with intermittent power spikes for which pump thrombus was suspected. The patient's inr was 2.6. The patient was started on heparin, integrilin, and dobutamine. His ldh peaked at 2577, and his pfhgb was 34 on (B)(6) 2014. His left ventricle was unable to be decompressed, even when the pump speed was increase to 11000 rpm. The cardiovascular (cv) procedure performed revealed a kink in the outflow graft. The patient's pump including the inflow conduit and outflow graft were exchanged.

Manufacturer narrative:
Device evaluation: the report of suspected pump thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the pump, white tissue-like depositions were found on the interior of the inlet elbow. The depositions were strongly adhered to the lumen of the inlet elbow and appeared to have developed in these locations while the pump was operating, however, the tissue appeared minimally obstructive to the blood flow pathway and did not appear to have contributed to a functional issue. In addition, a thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus showed evidence of laminated layering and denaturation, indicating that it developed on the bearings over an undetermined amount of time while the pump was operating. The thrombus was partially obstructing the blood flow path and could have contributed to the reported hemolysis. It would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. A specific cause and a duration of time for which the observed depositions were present in the pump could not be conclusively determined through this evaluation. An examination of the outflow graft conduit revealed that the distal edge of the bend relief material was pushed inward and the underlying graft material at the distal end of the bend relief was compressed. However, whether the distortion was present during support could not be conclusively determined through this evaluation as no scans or x-rays revealing the reported graft kink were submitted. A normal amount of non-laminated tissue was covering the exterior of the graft material along the entire portion that underlies the bend relief when it is properly attached to the graft attachment. However, no tissue was present on the exterior of the graft in the area of distortion, suggesting that the kink may have been made during the explant or post-explant process. Furthermore, the interior of the graft material at the location of the kink revealed only an unstructured, loosely clotted deposition that appeared consistent with post-explant blood. There was no evidence of any other adhered depositions or tissue growth on the interior of the graft to suggest that there was an obstruction of blood flow or that the kink was present during support. A specific cause for the observed outflow graft kink as well as a time frame for which it was present cannot be conclusively determined through this evaluation. An examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombosis as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh and aki in the presence of power and flow spikes. Cta indicated possible kink in outflow graft. Bilateral heart cath showed increased resistance across area of obstruction in outflow graft.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.